Event description:
While the vent unit was connected to the patient, the nurse noted the machine to power off spontaneously. Temporary desaturation to 55% on newly intubated patient. O2 saturation went back to 100% while the patient was being bagged, vent unit was powered back on, then replaced with another. Temporary desaturation, requiring manual ambu bagging of patient to maintain oxygen saturation. Orally intubated and transferred to ICU on (B)(6) 2014, due to desaturation, agonal breathing, and aloc. CT of the brain showed a large subacute subdural hematoma in the l parietal lobe with midline shift to the r, and intracranial hemorrhage or subarachnoid hemorrhage posterior l parietal lobe.